Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 35 mg/dl at the time of the incident. The customer was at 95 m/dl at the time of the call. The customer was given fluids to treat. The customer experienced symptoms such as excessive sweating, fatigue, and dizziness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will see their health care professional about the lows. Customer is (B)(6) pregnant and states that it takes a while to get their levels up after eating. The insulin pump will not be returned for analysis.